Manufacturer narrative:
The maryland bipolar forceps instrument in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. This complaint will be reopened if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the device logs for the maryland bipolar forceps (part# 471172-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 12 uses remaining after this last usage. This instrument was used in a subsequent procedure after the initial reported event date. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion (e.g. The instrument closed unintentionally). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the jaws of the maryland bipolar forceps (mbf) instrument closed unintentionally on arm 1. The tse reviewed the error logs and confirmed that there was no related error. The issue was possibly due to a disk engagement issue. The tse advised to reseat the instrument and sterile adapter (sa). The procedure was continuing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. There was no procedure delay due to the issue. There was no impact to the patient. The mbf will not be returned.